Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that he had a bent cannula the month prior and continued experiencing high blood glucose levels. The customer's blood glucose was 542 mg/dl. The customer stated that he was unaware of treatment for his high blood glucose levels. Advised that replacement infusion sets would be sent. The customer stated that he would call back in order to troubleshoot. Nothing further reported.